Manufacturer narrative:
H10-the vyaire failure analysis laboratory received the suspect component and performed a failure investigation.the reported issue was duplicated. There was no output of flow from the vent.bench testing reveals a seized turbine.

Event description:
It was reported to vyaire medical that the lap top 1150 ventilator had a disc/sens alarm while on a patient. Patient felt no air from the ventilator. The patient was transferred to another ventilator. The customer confirmed that there is no patient harm associated with this reported event.

Manufacturer narrative:
H11:correction. D4:corrected model#. Section d4 was updated to indicate correct model #. G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k.

Manufacturer narrative:
Result of investigation:the reported complaint and factory service diagnosis is confirmed and duplicated by vyaire failure analysis. The root cause of failure was failed bearings and out-of-spec upper and lower bearing shim thickness.